Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 months after the dental implant and abutment were placed in ada site 30, the implant had not achieved osseointegration in type iii bone. Clinician reports mobility, inflammation, bone loss of 2-3 mm and an abscess. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 months after the dental implant and abutment were placed in ada site 30, the implant had not achieved osseointegration in type iii bone. Clinician reports mobility, inflammation, bone loss of 2-3 mm and an abscess. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).